Event description:
Motor on foot of air bed found to be hot to touch. Fluid blister to right great toe approx quarter sized on the poster toe. Purple discoloration and blister covering the ball of right foot.

Event description:
Add'l info rec'd from MFR 07/08/2002: mediq/prn has informed the FDA that it ceased the production of air-fluidized beds and air-flotation mattressess under the trade name of mediq fst on 11/01/2000 and changed their registration accordingly. As you can see on the FDA establishment registration database, MFR is now registered only as a contact MFR and rebuilder/refurbisher (registration #2028610). Eleven temperature readings were obtained at various points of the unit's top and back (toward the pt). The values ranged from 89.6 f. To 95.0 f. MFR's conclusion from these temperature readings is that the blister and skin discoloration reported by the facility were not caused by the overheating of the unit. The temperature ranges observed are within the normal operating ranges and well below those allowed by the ul-544 standard (158 f. For metal and 185 f. For non-metal surface.